Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not been returned for evaluation.

Event description:
It was reported that the 3rd coil was successfully positioned and detached in the intended area; however, during removal of the pusher, a "snap" noise was heard, and the pusher was noted to have separated at the transition portion. The pusher was removed with the microcatheter from the patient. There was no reported intervention, patient injury, or health damage.

Manufacturer narrative:
The pusher and microcatheter were returned for analysis. The pusher was received completely tangled up in the middle hypotube section. The proximal pet appeared compressed; only one half of the pusher was returned for analysis, and the remaining was broken at the hypotube-body coil laser weld section. The microcatheter was thoroughly checked for any damages, kinks etc. The microcatheter appeared smashed near the proximal section. Based on the investigation, the complaint of a broken pusher could be confirmed. Only half of the pusher was returned for analysis; however, the pusher appeared to have separated at the pet transition section, at the hypotube-body coil laser weld junction. The root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exeeded the maximum strength specification.